Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe control 10ml ll plunger rod was broken/damaged. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "all but one case has been opened in to a bin. From my understand it is the thumb ring that are breaking/sliding off. It has happened 3-5times in the last 1-2weeks. Employee got stuck today with a needle due to the syringe issue".

Event description:
It was reported that the syringe control 10ml ll plunger rod was broken/damaged. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "all but one case has been opened in to a bin. From my understand it is the thumb ring that are breaking/sliding off. It has happened 3-5times in the last 1-2weeks. Employee got stuck today with a needle due to the syringe issue.".

Manufacturer narrative:
Investigation summary: based on the verbatim and the quality notification issued, the reported defect is confirmed. Potential root cause for the loose thumb grip defect is associated with the assembly process. The loose thumb grip defect was found during the manufacture of this batch and it was requalified. No corrective actions are necessary based on the defective rate identified. Batch 0329623 is considered in compliance with our product specification requirements.